Event description:
It was reported that during the implant attempt there was oversensing of noise. The physician tried to reset the setscrew multiple times and confirmed the lead was fully inserted but, was unable to find the source of the noise. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Visual analysis revealed grommet and setscrew damage.